Manufacturer narrative:
H.6. Investigation: 4 photos were provided. The photos show a syringe with the tip cap removed; the luer tip is brown color. This looks burnt plastic from our barrel molding process. Burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that bd posiflush¿ syringe had foreign matter at the tip of barrel. This was discovered before use. The following information was provided by the initial reporter: when the tip cap was opened after venting, the yellow substance was found at the tip of barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd posiflush¿ syringe had foreign matter at the tip of barrel. This was discovered before use. The following information was provided by the initial reporter: when the tip cap was opened after venting, the yellow substance was found at the tip of barrel.